Event description:
Had burning after seed. Implants - had 4 turp surgeries: 10 hr bladder surg, 2 heart attacks c put in stent 2nd attack. Had several bladder blockages. At least ii trips to ER. Had several bladder infections. Papers do not have all my doctor visits and test. See scanned pages. Dose or amount: put in by dr masek. Dates of use: 2002 included. Diagnosis or reason for use: prostate cancer.